Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm, route, frequency and duration were not reported) for peritonitis. While the treatment was ongoing, the patient was reported to have recovered from the event. Pd therapy was ongoing. No additional information is available.